Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned in two pieces with separation noted just distal to the sense b electrode. High resolution microscopic inspection found striations on the insulation surface at the break site, indicative of fatigue due to repetitive stress. The ends of the fractured conductor cables show extensive mechanical damage. Analysis confirmed that the high impedances observed in the field was a result of fatigue fracture. Laboratory analysis confirmed that this electrode experienced a fracture and full separation just distal to the proximal sensing electrode, which caused the high impedance measurements observed in the field. The striation patterns found in the electrode's insulation at the break site indicate the fracture was caused by fatigue from some type of cyclical or repetitive stress applied to the electrode while it was implanted. This report is being filed to correct the common device name from implantable cardioverter defibrillator (non-crt) to implantable lead and the MFR site facility name from cardiac pacemakers, inc. To boston scientific.

Event description:
It was reported that an alert was received via the remote monitoring system indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out-of-range shock impedance measurements. The patient was seen for follow-up during which time out-of-range measurements continued to be observed. Provocation testing was performed in the programmed sensing vector and some instances of noise were observed when the physician firmly pressed on the patient's torso along the electrode; a single instance of oversensing was noted at that time. The lead to device connection was reviewed via x-ray and determined to be normal. A revision procedure was scheduled the following week to replace the electrode. Prior to revision, another x-ray was performed and a clear break in the lead conductor was observed. The revision was then performed and the electrode was explanted in two segments; a replacement electrode was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that an alert was received via the remote monitoring system indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out-of-range shock impedance measurements. The patient was seen for follow-up during which time out-of-range measurements continued to be observed. Provocation testing was performed in the programmed sensing vector and some instances of noise were observed when the physician firmly pressed on the patient's torso along the electrode; a single instance of oversensing was noted at that time. The lead to device connection was reviewed via x-ray and determined to be normal. A revision procedure was scheduled the following week to replace the electrode. Prior to revision, another x-ray was performed and a clear break in the lead conductor was observed. The revision was then performed and the electrode was explanted in two segments; a replacement electrode was then implanted. No adverse patient effects were reported.